Event description:
The catheter was used for diagnosis for lad middle (#7) through lmt (#5) pre stenting. There was no resistance while used in the artery. A stent device was placed at the lesion, and the revolution catheter was inserted in the artery again (2nd catheter insertion in the artery) for post dilatation to see the condition of lesion with stent in place. The dr. Noticed from the angiogram that the catheter shaft had separated after pullback and remained at #8. The revolution catheter was taken out of the patient body and the shaft separation was confirmed. A snare catheter was inserted in the artery but could not reach the separated clear tube within the guide catheter. The existing guidewire was moved back and forth pushing the separated clear tube forward (distal) in the artery. Another guide wire and balloon catheter was inserted in the artery, and the balloon catheter was inflated at the location where the clear tube remained. The balloon catheter fixed and caught the separated tube in the guide catheter, and the dr. Successfully removed the separated tube by withdrawing the entire system. No st elevation, no artery damage occurred, and no patient injury reported.

Manufacturer narrative:
The device history record was reviewed and it was found that the device met all the inspection and testing requirements prior to release. No discrepancies were noted that could have contributed to the failure. Physical examination of the returned product observations: the device was received in two pieces, with the window section of the device separated at the butt joint. The drive cable was kinked 0.5mm from the break. Under magnification, the edges of the detached window section appeared feathered and slightly elongated (pulled); indicating the device may have experience load forces > 5n. There were no score marks to indicate the device may have experienced significant force during the procedure. The monorail (distal to the vent hole and the butt joint separation) also appeared to be compressed. Conclusions: there were no observed manufacturing defects during the investigation of this complaint catheter. There was observed evidence that the device may have encountered resistance during use, and in turn may have experienced load forces greater than >5n, as observed by the damage noted during the visual inspection of the returned device (kinked drive cable at the area proximal of separation and compressed monorail section). It is unclear, if the observed damage is a result of the procedure or was generated during post procedure handling/return of the device, as this damage was not documented in the reported complaint description. (B)(4).